Event description:
It was reported that a wound drain placed during a cholecystectomy broke during removal three days after surgery and a piece of the drain remained intra-abdominal. During placement, sutures were used to keep the drain in place. The drain was checked for free motion and there was no binding/pinching of the drain inside the wound. No x-rays were taken to verify placement. There was slight resistance noted during the removal process that was managed by applying traction in a gentle, continuous fashion. The patient was taken back to surgery to have the retained drain section removed. The patient tolerated the procedure well and was sent to recovery in a satisfactory condition. No further complications were reported.

Manufacturer narrative:
No sample or lot number information was provided for evaluation. The wound drain used in this product is received from a supplier and upon receipt, incoming qa performs visual inspection to assure that drain assemblies are free of air, bubbles, nicks, cuts, pock marks and short shots; and performs dimensional inspection, and instron break strength test. As a finished good, qa performs visual inspection for damaged components. The incoming quality assurance records used in the manufacturing of this product were reviewed and the records did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. There was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. The instructions for use stated the following precautions to avoid the possibility of drain damage or breakage: additional perforations should not be made in drains; avoid suturing through drains; drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. Baseline report previously filed.